Event description:
As reported by the user facility: tubing was removed from packaging and found to be dirty. Has brown solution inside the drip chamber. The tubing was not used. Impact to patient: delay in treatment, risk for infection / introduction of contaminants. Action(s) taken tubing replaced (triple bag and send to material management).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.